Event description:
According to the information received, at the start of a laser lithotripsy procedure, the first ureterorenoscope device was connected to the system but did not display an image on the screen. The second device was successfully connected; however, after a few minutes, the image began to deteriorate in quality and color. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).